Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist and other cables at the wrist were not damaged. Additional observations found during failure analysis: the instrument blade had mechanical indentations/burrs. Visual inspection also showed indentation on the blade by the grip area. Failure analysis concluded the mechanical indentations/burrs damage was likely due to mishandling/misuse. The instrument distal pulley had mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the mechanical indentations/burrs damage was likely due to mishandling/misuse. No other damage was found. After further review the recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury, or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.

Event description:
It was reported during da vinci hysterectomy procedure that the mega suturecut needle driver instrument's wire was broken and was sticking out. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.